Manufacturer narrative:
Approximately 13 inches of the external portion/distal end of the driveline was returned for evaluation. Red rescue tape was observed approximately 8 inches from the metal connector and a superficial cut in the white silicone jacket was observed beneath the tape. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared unremarkable. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for high potential testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage that would have resulted in a driveline fault alarm. No further driveline fault alarms were reported following the incident. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device 1 year, 8 months. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a driveline fault alarm was produced from the patient's system controller. There were no decelerations in lvad pump speed. The system controller was exchanged, and the driveline fault alarm reoccurred approximately one week later. The patient remained asymptomatic. On (B)(6) 2016, an external percutaneous lead (driveline) replacement procedure was performed by the manufacturers technical service representatives. No additional issues have been reported since the replacement was performed.